Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and diminished r-waves due to a possible micro-dislodgment. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst indicated that the amount of blood ingression leads to the conclusion that the cut occurred at the implant. The breached insulation did contribute to the electrical complaints. (B)(4)